Event description:
It was reported that the patient underwent a lead replacement procedure due to lead migration. The patient was doing well postoperatively. The explanted leads were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 7076657.